Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Part 391.201, lot p153191: release to warehouse date: july 08, 2013; august 02, 2013; august 15, 2013. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. No service history review can be performed as part number 391.201 with lot number(s) p153191 is a lot/batch controlled item. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the device was not working properly. The repair technician reported the cable was stuck inside the tensioner. Binding is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor reported the cable was jammed in the collet, and the spring required lubrication. The vendor repaired the device per the vendor work instructions. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2017, it was discovered that a synthes cable tensioner was not working properly. An alternate device was immediately available and the procedure was completed without delay. No adverse events were reported against the patient. When the device was inspected by the manufacturer, it was noted that reported the cable was stuck inside the tensioner. This is report 1 of 1 for (B)(4).